Manufacturer narrative:
(B)(4) retrospective filing received 14rk and 143pc 456279/b19063fr for evaluation. Received customer pictures. A review of quality, production, and maintenance documents shows no deviations of the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No over fills could be observed on the samples. The alleged malfunction could not be confirmed.

Event description:
Customer's complaint is the specimens are overfilling in the tubes. Customer advised that their new echo lumena analyzer (immucor) is giving an error of "volume too high"when the specimen is above the nominal fill line. Customer stated once the excess plasma is removed the error does not occur and the testing can proceed. Customer added they had the echo lumena installed in (B)(6) 2019 with all immucor's updated software. Customer is concerned this may be a patient safety issue when stats and trauma specimens are running, as an analyzer error requires they start the specimen testing over, after removing some plasma, causing a delay in reporting. Customer has not contacted immucor.